Event description:
It was reported by service report that the cot had worn lock tube assembly, missing clevis pins and extension springs, and worn trigger lock spacer and j-slot bushings. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The device was removed from service and was not repaired and returned.